Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an unknown aaa . It was reported that a follow-up CT taken on an unknown date showed a suspected type ia endoleak. Intervention was performed by placing non-mdt extenders in the main body, however the endoleak remained. Multiple imaging was performed and it was concluded that a possible type iiib endoleak near the main body branch was suspected. Intervention was performed by implanting two non-mdt stent graft limbs (one in the centre of the main body and one from the tip of the main body) and the endoleak resolved. There was no issues identified with either endurant limbs. Per the physician the cause of the event could not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause of the event could not be conclusively determined. A type ia endoleak was unlikely to have occurred as endoleak interrogation performed did not show any obvious endoleak from the proximal fabric margin. It is most likely that this was a type iiib fabric endoleak. Fabric wear due to external abrasion from aortic calcification surrounding the endurant ii main body bifurcate stent graft was most likely a factor in this event. The infrarenal aortic angulation with possible aneurysm morphology changes during the implant duration may have also exacerbated fabric abrasion contributing to this likely type iiib endoleak. It is also likely that a type ii endoleak from a patent collateral vessel feeding the aneurysms sac was present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.